Manufacturer narrative:
The returned device was evaluated. The module failed functional testing. The module does draw power but it doesn't turn on. Close inspections showed damages to the red, white and black cable. Wire damages resulted in loss of functionality. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported intermittent operation. The customer indicated that the monitor would display values and then suddenly display no values. There was no error message. No consequences or impact to patient was reported.